Event description:
It was reported by the rep that the device was used during a low anterior resection. Three to four hours post-operatively, the patient was bleeding and needed to be taken back to surgery. The surgeon found staple line bleeding. Contacted md. He stated that the instrument worked well during the procedure. The patient had to be taken back to surgery related to bleeding from the rectum. During the reoperation, the md noticed that the source of the bleeding was directly related to a "bleeder". The stapler line was intact. To correct the problem, the md "coagulated the bleeder", then closed the procedure. The md stated that the patient is now recuperating without any difficulties.